Event description:
Initial result for a patient magnesium was 2.3 mg/dl. When repeated, the result was 3.8. The incorrect result was not used to guide patient therapy. The field service rep found there was air in the cleaner line and repaired the instrument by replacing the switch and changing the lines.